Event description:
Saline breast implants placed approximately 1977, left ruptured and right de-inflated around 1980. Non hodgkins large cell b lymphoma diagnosed and treated with chemotherapy this year. Implants folded over, hard, encapsulated. Related?